Manufacturer narrative:
Additional procode = dro. The device was returned to zoll medical corporation. The malfunction was duplicated and attributed to a damaged flex cable. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib disabled", "pacer disabled" and "pacer fault" messages. Complainant indicated that there was no patient involvement in the reported malfunction.